Event description:
It was reported that the device had a burn smell and logged multiple event codes in the memory. Physio-control evaluated the device and verified the reported issue. Furthermore, the device was unable to deliver defibrillation therapy. There was no patient use associated with the event.

Manufacturer narrative:
(B)(4). Physio-control replaced the therapy pcb assembly and observed proper device operation through functional and performance testing. The device was then returned to the customer for use. Physio further evaluated the removed therapy pcb assembly at the failure analysis center and determined the cause of the malfunction to be a failed diode, designator cr44. Excessive high current resulted in extensive damage to the pcb and several components.